Event description:
It was reported that on 07/28/97, the pump and an epidural catheter were implanted for continued morphine rx. On 09/02, the pump was refilled without incident. On 09/11, the pt experience increasing pain, and a pump pocket infection was suspected. The pump was explanted on 9-15-97. The pt has since been discharged from the hosp and is receiving antibiotics, and the condition is stable.